Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: b35300 (serial: (B)(6); product type: 0197-implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's left implantable neurostimulator (ins) appeared to not be increasing above 40% when trying to charge. They also said that for a while now, it depletes by 20% a day and end up in red battery status and this is quicker than they would expect. Patient confirmed successfully charged to 50% on the call but stated it took 30 minutes to increment to 50%. They have not had any recent therapy adjustments to their knowledge. Agent confirmed patient was getting good connection when charging. Reviewed recharging general overview including repositioning to try to get excellent connection to increase charging efficiency. Patient has an appointment with their healthcare provider on (B)(6) 2026 for their left implant. On (B)(6) 2025, rtg0903118x2 (con):) patient called back with continuing issue with charging their left ins. They'd been charging for 30-40 minutes so far and it had been going back and forth from good to excellent. Patient stated that they felt like left ins was deeper than their right-side ins and that in order to get excellent connection they had to apply pressure but then their arm would get tired so they would let up on the pressure and then it would go back to good. Patient's ins went up to 30% while on the call and noted that the ins was currently charging at excellent connection. Patient stated they'd continue to charge, apply pressure over the ins with the recharger, try to find a more comfortable position for charging, and perhaps move to another location if the charging quality went back to good to see if there was any kind of interference where they were charging, they said their right ins charged just fine in that same location they were currently in. Patient services reviewed charging considerations with the patient and directed the patient to follow up with their hcp regarding their concern over the ins depth. See pe 708507315 for previously reported wr event.

Manufacturer narrative:
Continuation of d10: product ID b35300, lot# serial# (B)(6), product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient while walking through charging process with agent. Agent had patient reposition the charger and patient was able to get a good connection, with the application off. Had patient palpate their skin and they could easily feel the outline of the implant. Patient said it feels like the stimulator went deeper into the chest and that might be why they were having a hard time getting an excellent connection. Patient is charging over thin clothing and applying pressure to the recharger. Patient mentioned the stimulators are already close together and move all the time in their chest. Patient will maintain charge level until above 20% and then will turn therapy back on. Caller stated this is either the second or third time this has occurred. Agent suggested follow up with hcp.